Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas 6000 e 601 module. The initial result was 0.454 miu/ml. This result was reported outside of the laboratory where repeat testing was requested as the result didn't match the patient's clinical condition. On (B)(6) 2019 the sample was repeated with a result of 2918 miu/ml. The higher hcg + b result was believed to be correct. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was 329446. The expiration date was not provided. The customer did not use rack adapters with the 13 mm sample tubes. The customer was not having issues with any other patient samples or tests. The field service engineer (fse) visited the customer site and found that the sipper probe was very dirty. The fse cleaned the sipper probe.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.